Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarms. The customer¿s blood glucose was 180 mg/dl. The customer was able to clear the alarm but unable to rewind the insulin pump. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify drive count alarm due to no motor movement alarms. Moisture damage was also found on the electronic assembly and force sensor during visual inspection.